Manufacturer narrative:
Hologic technical support (ts) informed customer that the range is proprietary, but since the test was qualitative, it uses kinetics and rlus to determine results. Customer did not provide logs for review and continued running without reporting any further issues. Hologic and FDA met on (B)(6) 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 (B)(4) aptima sars-cov-2 (B)(4) and aptima sars-cov-2/flu (B)(4). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from (B)(6) 2020 to present.

Event description:
Customer reported one sars-cov-2 tma run on panther fusion instrument sn (B)(4) which had questionable results. Customer requested the sample range for this assay because they observed negative samples with rlu values in the 500s.